Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted 1 opened magic 3 intermittent catheter was received. Visual evaluation noted no obvious defects. Further testing was required. The outer diameter of the catheter measured to be 0.0975" which was found to be within specification (0.105" +/- 0.013"). The product was not used for diagnosis or treatment. It was determined that the product had no relationship to the event due to the investigation being unconfirmed through sample evaluation. The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the user experienced an issue with the cone on the intermittent catheter which was found to be cracked or already cracked when opening the package. The catheters are used twice a day to inject drugs into the bladder. It was also reported that the size (ch) was varied within the same box. It was reported on different batches and on catheters in the same batch. Sometimes the intermittent catheters were smaller than ch 08, and then it bends when the user tries to insert it. It was also reported that the catheters were a little thicker.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user experienced an issue with the cone on the intermittent catheter which was found to be cracked or already cracked when opening the package. The catheters are used twice a day to inject drugs into the bladder. It was also reported that the size (ch) was varied within the same box. It was reported on different batches and on catheters in the same batch. Sometimes the intermittent catheters were smaller than ch 08, and then it bends when the user tries to insert it. It was also reported that the catheters were a little thicker.